Event description:
It was reported that the right ventricular (rv) lead threshold was increasing as the impedance was decreasing. The patient has complete heart block. The physician decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead, (B)(6) 1995. (B)(4).